Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c stopper was jammed / insecure. Verbatim: rcc received a complaint via email. When inflating the balloon with returned syringe, leakage was observed through the rubber stop of the syringe plunger into the barrel of the syringe. The rubber stop appeared deformed when compared to a lab sample. See attached photo. The balloon inflated clear and concentric and did not leak in 5 minutes. Through lumen was patent without any leakage or occlusion. No visible damage was observed from the balloon, inflation hub, luer of the syringe or the rest of the catheter.

Manufacturer narrative:
(B)(4) follow up. Four photos of 3ml luer lok syringes part number 309657 were received and evaluated. The images show loose syringes, including one with an unknown apparatus attached where the reported defect is not visible, and another partially filled with an unknown clear fluid showing leakage past the second rib of the stopper. Additional photos show two syringes, one with no defects and one with a misshaped stopper, as well as two plunger rods with attached stoppers, again with one appearing normal and the other misshaped. The observed conditions are non conforming to product specifications, and the likely root cause of the defective or damaged stopper and leakage past the stopper is associated with the assembly process. A device history record review was completed for material number 309657, lot 3013307. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications.